Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection of the returned device were performed. Visual inspection revealed the connector detached from the handle. The polyurethane (pu) was not correctly applied on the connector. Manufacturing investigation was performed to the potential cause of the connector detachment. Once the connector was detached from the catheter, it was observed that connector did not have enough pu (polyurethane). A manufacturing record evaluation was performed for the finished device [31238538m] number, and no internal actions related to the reported complaint condition were identified. The connector issue reported by the customer was confirmed. The potential cause for the connector detachment was an improper pu (polyurethane) application. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a navistar¿ electrophysiology catheter and post procedure the bwi product analysis lab identified that the connector was detached from the handle. During the procedure itself, the medical team discovered that the catheter tip was defective. The tip of the cable entry on the catheter would come off. The issue was noted before usage, so this device never touched the patient. The catheter was changed and the procedure continued. No patient consequences were reported.

Manufacturer narrative:
Per internal review on 10-dec-2025, the product investigation was updated with a mistakenly omitted detail from section h11. The missing information is as follows: the connector issue reported by the customer was confirmed. The potential cause for the connector detachment was an improper pu (polyurethane) application. An awareness session was performed with the involved personnel to address this issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).